Manufacturer narrative:
The following additional information was obtained based on failure analysis by the original equipment manufacturer (OEM): visual inspection: the unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition. The reported error c- 34 was confirmed. Investigation found a malfunctioning high frequency printed circuit board (pcb) to be the cause. It was replaced and the error ceased. Unrelated to the reported failure/issue, the system check master pcb was replaced. In addition, the monopolar and bipolar sockets were worn. The fan was noisy. They were replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the iesu due to c-33 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the customer reported that the erbe keeps faulting out when they use monopolar power. The technical service engineer (tse) reviewed the logs and found repeated c-34 errors. Prior to calling in the customer changed out the power cord and power cycled the erbe, and error came back. Tse had the customer hard power cycle the erbe, and error came back. The customer was able to get partial firing of monopolar power and will be able to finish the case with the erbe. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the erbe unit would activate every other time the surgeon pressed the appropriate pedal and present an error code the next time the appropriate pedal was pressed, while not activating. The procedure was not completed with the same erbe. The procedure was completed by using a force triad esu and its components compatible with the davinci system.